Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal and intravenous (IV) cephalosporin (dose, duration and frequency not reported) for peritonitis. On an unreported date, the patient was treated with unspecified IV anti-inflammation medication (dose, duration and frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. Two days prior to receipt of this report the patient was discharged from the hospital and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.